Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/25/2013 with the following findings: the last basal delivery was on (B)(6) 2013, last bolus delivery was a 12.9u ¿ez-carb¿ bolus on (B)(6) 2013 at 4:31pm, a 7 hour unconfirmed 162 warning is recorded on (B)(6) 2013. The total daily dose added up correctly and reflect the programmed basal target. The pump powers ¿on¿ and displays ¿verify¿ screen. The display is reddish upon start up, a test display screen was used during investigation and it was fully illuminated. ¿ez-prime¿ steps were performed successfully. The pump was exercised for24h, no alarms or delivery interruption occurred during the test. Boluses were performed correctly. The pump passed a 29h flow accuracy test successfully.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient¿s husband/reporter contacted animas on behalf of the patient to question the accuracy of the animas insulin pump delivery. On (B)(6) 2013 at around 10:30 pm, the patient was hallucinating and shaking. The emt arrived and tested the patient at 38 mg/dl. She was taken to the hospital and was treated for congestive heart failure, chronic obstructive pulmonary disease and other health issues. She was released from the hospital on (B)(6) 2013 after she received a cardioversion procedure for an irregular heart rate. During her hospital stay, she was off of insulin pump therapy. At the time of the call to animas, the patient¿s blood glucose reading is stable while she continued on insulin treatment via syringes. There was no evidence of a product malfunction associated with the reported incident. The subject pump was working as programmed at the time of the reported low blood glucose incident. The date and time was correctly set. There were no associated alarms found. No issues were found with the site of infusion. The bolus and basal history add up to the total daily dose. This complaint is being reported because the patient required medical intervention for a blood glucose reading of 38 mg/dl while on insulin pump therapy. Although there was no evidence of a product defect, the subject pump could not be ruled out as a contributor of the reported event.